Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. This issue was determined to be caused by an installation error. The dose recalculation was performed using the information provided by the customer. The delivered dose distribution was observed to meet all the dosimetric constraints of the original plan. Any error in dose delivery is therefore considered insignificant. This was an installation error that resulted from the installer entering a "typo" (incorrect entry) in one of the manual installation steps. The customer's issue was resolved by correcting the guard leaf settings in the mosaiq installation.

Event description:
The customer reported that the system delivered radiation with the mlc in a position that was different than what was planned.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported a major difference on monaco calculated segments versus segments delivered in (B)(6).